Event description:
It was reported that the patient had experienced a loss of therapy and was undergoing a battery replacement. The issue resolved after the battery was replaced. For information related to the patient's concomitant neurostimulator, see MFR. Rep. # 3004209178-2013-01337.

Manufacturer narrative:
Product ID 7495-51, serial# (B)(4), implanted: (B)(4) 2001, product type extension; product ID 3387s-40, lot# v065399, implanted: (B)(4) 2007, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).